Manufacturer narrative:
Additional information: the device was received for evaluation inside its sealed packaging. Visual inspection did not reveal a hair in the packaging; however, particulate matter was observed on the valve set body. Microscopic inspection revealed that the particulate matter to be colorless, elongated, and approximately 2.5mm in length. Fourier transform infrared (ftir) spectroscopy revealed that the particle was comprised of polyethylene with small spectral contributions suggestive of ethylene vinyl acetate and siloxane (silicone oil). Polyethylene and ethylene vinyl acetate are used in the device¿s packaging, and silicone oil is used in the manufacture of the device. Further inspection of the inner surface of the packaging revealed scrape marks, and revealed that a portion of the film was protruding from the surface of the packaging in the scraped area. The valve set was examined for flash or any other protruding parts that may have contributed to the scrape marks; no protrusions or flash were observed. The cause of the condition was determined to be due to the inner layer of the packaging being scraped during the packaging of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside the packaging of an exactamix valve set. This was noted before use. There was no patient involvement. No additional information is available.